Event description:
It was reported that the patient's right hip was revised due to poly wear. Intra-operatively, metal debris was also noted. A head and liner exchange was performed. Rep can provide pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown liner was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned, however photographs were provided for review. The photographs show the distal surface of a recently explanted liner. The device is covered in blood. Damage consistent with explantation is observed in the form of nicks and scratches around the locking mechanism. No obvious wear is observed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to poly wear. Intra-operatively, metal debris was also noted. The reported device was not returned, however photographs were provided for review. The photographs show the distal surface of a recently explanted liner. The device is covered in blood. Damage consistent with explantation is observed in the form of nicks and scratches around the locking mechanism. No obvious wear is observed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.